Event description:
This retrospective pregnancy case was reported by a physician and describes the occurrence of hysterectomy ("done about 30 hysterectomies") and pregnancy with contraceptive device ("patients were reporting problems, including pregnancy") in a female patient who had essure inserted. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent hysterectomy (seriousness criteria medically significant and intervention required) and pregnancy with contraceptive device (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (hysterectomies). At the time of the report, the hysterectomy and pregnancy with contraceptive device outcome was unknown. The pregnancy outcome was not reported. The reporter considered hysterectomy and pregnancy with contraceptive device to be related to essure. The reporter commented: reporter has been performing essure procedures for hundreds of women but over time found more of his patients were reporting problems, including pregnancy. The concerned physician stopped insert the contraceptives, and has since done about 30 hysterectomies. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 02-oct-2017 for the following meddra preferred terms: hysterectomy. The analysis in the global safety database revealed 107 cases. Pregnancy with contraceptive device. The analysis in the global safety database revealed 3.397 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.